Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. But was returned to olympus medical systems india private limited (omsi) for evaluation. Omsi inspected the device and confirmed the following; -the reported phenomenon that the examination lamp of the device did not light up and the emergency lamp lighted up was reproduced. -the emergency lamp error due to a converter failure was found the exact cause of the reported event could not be conclusively determined. However there is possibility that the reported event occurred because the power supply unit or igniter failed due to long-term use because more than 7 years have passed since the device was manufactured, and the main lamp could not be ignited. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During maintenance the device, the examination lamp of the device did not light up and the emergency lamp lighted up. Other detailed information was not provided. There was no report of patient injury associated with the event.